Event description:
Complainant alleged that during a routine shift check by a clinician the device powered up with no available display. Complainant indicated that there ws no pt involvement in the reported malfunction.